Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events ranging between 40-49 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2020. The lowest blood glucose (bg) entered into the pump by the user was 197 mg/dl on (B)(6) 2020. On (B)(6) 2020, blood glucose (bg) values from 47-51 mg/dl were recorded by continuous glucose monitor (cgm).the pump recorded this data when it regained connection with the transmitter (2:01:54 pm), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened at approximately 11:21:54 am (yellow dots). On (B)(6) 2020, at 10:01:16 am, user made a bolus request of size 2.97 units, approximately 1.5 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. On (B)(6) 2020, approximately 5 units of basal were delivered within approximately 6 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
B1, h1